Event description:
The pt underwent implant of main-body device and iliac legs for an aaa on (B)(6) 2014. The maximum aortic aneurysm diameter was 75mm. There was no difficulty deploying any of the devices and at the end of the implant procedure, the devices were patent with no evidence of external compression, kink, thrombus, or endoleak. A molding balloon was used during the initial implant procedure. On (B)(6) 2014 (1 day post-procedure), the pt experienced clinical signs indicative of lower extremity ischemia. He was taken back to the operating room where a kink of the right iliac leg was found. The complaint form states the connection of the mb and the iliac z stent was occluding flow. The pre-intervention right iliac leg percent stenosis was reported as 40%. A bare stent was placed at this connection and the occlusion was opened.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. Each zenith shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular technique may be necessary to achieve success in some patients." The lot records for this product were reviewed. No notable quality issues were observed. The info available in the complaint file, the device IFU, and complaint history were reviewed as part of the investigation. Quality engineering risk assessment was used to evaluate risk. The risk remains acceptable with inclusion of this event and the event was trended as moderate harm to the pt. The failure mode assigned to this case is kinked. By report the pt experienced clinical signs indicative of lower extremity ischemia one day post implantation of a zenith stent graft and was treated for a kink by placement of a bare stent in the kinked region. Imaging was not returned to assist with this investigation. Limited info regarding the pt's preoperative anatomy was provided. Based on the limited provided info a definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Manufacturer narrative:
During investigation, a review of complaint history, device history record, instructions for use (IFU) and trends was conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure. In regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." The lot records for this product were reviewed. No notable quality issues were observed. The returned imaging in this case was forwarded for review. The reviewer assessed "the right iliac leg component is occluded 1 day post procedure with no obvious device integrity or deployment issues". The failure mode assigned to this case is kinked. By report, the patient experienced clinical signs indicative of lower extremity ischemia one day post implantation of a zenith stent graft and was treated for a kink by placement of a bare stent in the kinked region. Review of the provided imaging was unable to determine a root cause for this case. Limited information regarding the patient's preoperative anatomy was provided. The lot records for this product were reviewed, no notable quality issues were observed. Based on the limited provided information a definitive root cause can not be determined or reported at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Investigation- during investigation, a review of complaint history, device history record, information for use (IFU) and trends was conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." The lot records for this product were reviewed. No notable quality issues were observed. The returned imaging in this case was forwarded for review. The reviewer assessed: "the right iliac leg component is occluded 1 day post procedure with no obvious device integrity or deployment issues." The failure mode assigned to this case is kinked. By report the patient experienced clinical signs indicative of lower extremity ischemia one day post implantation of a zenith stent graft and was treated for a kink by placement of a bare stent in the kinked region. Review of the provided imaging was unable to determine a root cause for this case. Limited information regarding the patient's preoperative anatomy was provided. The lot records for this product were reviewed, no notable quality issues were observed. Based on the limited provided information a definitive root cause can not be determined or reported at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
The patient underwent implant of main-body device and iliac legs for an aaa on (B)(6) 2014. The maximum aortic aneurysm diameter was 75 mm. There was no difficulty deploying any of the devices and at the end of the implant procedure, the devices were patent with no evidence of external compression, kink, thrombus, or endoleak. A molding balloon was used during the initial implant procedure. On (B)(6) 2014 (1 day post-procedure), the patient experienced clinical signs indicative of lower extremity ischemia. He was taken back to the or where a kink of the right iliac leg was found. The complaint form states the connection of the mb and the iliac z stent was occluding flow. The pre-intervention right iliac leg percent stenosis was reported as 40%. A bare stent was placed at this connection and the occlusion was opened.